Manufacturer narrative:
The csr from lfs (B)(4) spoke with the patient and obtained new information. Between 2:00 - 2:30 pm on (B)(6) 2010, the patient tested on the lfs meter and obtained a post-meal blood glucose result of "5.2 mmol/l." The patient continued with his usual diabetes regiment. At 5:30 pm on (B)(6) 2010, the patient claimed that he felt hypoglycemic and tested his blood glucose on the lfs meter and obtained "5.2 mmol/l." The patient stated that his usual reading at 5:30 pm is "6.6 - 10.3 mmol/l" and that he withholds his insulin when his blood glucose is "< 7.0 - 8.0 mmol/l." Twenty minutes later, he took his usual dose of 40 units humalog insulin before dinner. Half an hour later, he claimed that he felt "worse, unstable, tired, and sleepy." Due to his symptoms, he stated that he delayed his meal and fell asleep. The ems arrived at 7:00 pm and woke the patient. Fifteen minutes after the patient treated himself with food/drink, the patient's blood glucose reading on the ems meter was "4.0 mmol/l." No treatment was reported. After ems left, he claimed that he was "still not stable but coming back" and that he was "unsteady on his feet, sweaty, and dozing." It is unknown if the patient treated himself. The patient tested his blood glucose on the lfs meter at 8:00 pm and obtained "5.0 mmol/l." Between 11:00 - 11:30 pm, the patient's blood glucose test result was "9.4 mmol/l." Based on the new data, this case is reclassified as a rule out. The lfs meter result correlated with the patient's symptoms. Although the patient stated that he withholds his insulin when his blood glucose is "< 7.0 - 8.0 mmol/l," he took his usual dose of humalog insulin and skipped his meal.

Event description:
On (B)(6) 2010, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultrasmart meter was displaying inaccurate high results compared to another meter. The medical surveillance specialist (mss) classified the following complaint based on the customer service representative (csr) initial documentation and the additional information obtained during a follow-up call. Prior to the onset of symptoms, the patient claimed that he tested his blood glucose on the subject meter prior to his lunch between 12:00 pm - 12:30 pm and obtained a result of "13.8 mmol/l." The patient reported that he took his usual dose of 55 units of humalog. At approximately 5:30 pm on (B)(6) 2010 while the patient was outside of his house, the patient claimed that he began to feel "rocky on his feet" and he went back inside of his house. The patient claimed that the alleged product issue began between 5:30 pm - 6:00 pm when the patient reportedly tested his blood glucose on the subject meter and obtained results of "4.2 and 5.5 mmol/l." The patient stated that these readings were within his normal range. Twenty minutes after testing, the patient reportedly administered his usual dose of 40 units of humalog insulin. The cca documented that the patient tests his blood glucose approximately six times a day and manages his diabetes with diamicron pills and humalog insulin injections. The patient claimed that he continued his regular diabetes regiment after the alleged issue began. On an unspecified time after the patient returned to his house, an unidentified person called for an ambulance. Upon arrival of the emergency medical services (ems) to the patient's home (time unspecified), the ems reportedly tested the patient's blood glucose on the ems meter and obtained a reading of "2 mmol/l." The patient claimed that the subject meter and the ems meter readings were taken less than 30 minutes apart of each other. However, between the tests there was an intervention (the patient's 40 units of humalog insulin) that would be expected to change the blood glucose result. The patient claimed that he refused to receive treatment from the ems and proceeded to treat himself with food and drink. Prior to the ems leaving the patient's residence at 8:00 pm, the patient claimed that his blood glucose was tested on the ems meter and obtained a result of "2.2 mmol/l." The patient stated that he was not transported to the hospital. During the troubleshooting session, the cca documented that the patient was using an approved sample site and a correct technique for testing his blood glucose on the subject meter. Although the reported blood readings were taken within 30 minutes apart of each other, they are invalid for accuracy comparison because the patient took insulin in between the readings. Finally, the cca documented that the patient did not have a control solution available at the time of the call to perform a quality control test on the reported meter. Per protocol, replacement meter and supplies were sent to the patient. Based on the information provided, this complaint is being classified as MDR-reportable due to the following conclusion(s): the patient claims he obtained an inaccurate high reading on the subject meter, administered his usual diabetic medication based on the alleged result, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.